Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the paddles have burn spots.

Manufacturer narrative:
The available details indicate that the device's paddles and metallic base have shown signs of burns. To evaluate the device, a quotation was sent to the customer, but there was no response. The device remains at the customer site, and no further evaluation is warranted at this time.